Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to push. The customer's blood glucose value was unknown. Customer also reported that the insulin pump was not delivering correct amount of insulin and gave too much insulin and they experienced hypoglycemia. Customer also stated that it only happened after changing her set and she sets a temp basal for the first several hours. The devices will not be returned for analysis.